Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that at the end of an adenotonsillectomy, the surgeon noticed a burn to the lip on the left corner of the pt's mouth. The burn measured approximately 1.0cm x 0.5cm. The surgeon sutured the burn closed. The pt was sent home with his parents.